Manufacturer narrative:
(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? What is the procedure name? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Contacted with the sales rep today via phone, please refer to the event description, other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew the tissue. Another device was used to complete the surgery. There were no patient consequences reported. Additional information was requested however no additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/18/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: after investigation, the patient was a female and underwent cesarean section in hospital on (B)(6), 2023. The surgeon used vcp371h for tissue sewing in a continuous suturing manner (the specific sewing tissue level was unknown). During the sewing, the suture broke. The surgeon immediately replaced a new suture (the specific product information was unknown) for sewing. The subsequent operation went smoothly. This event did not cause any other harm to the patient except for prolonged operation time (specific prolongation time was unknown), and no subsequent adverse event report was received.